Event description:
A representative reported a preoperative problem with a catheter. When the float nurse opened the packaging to be passed off to the scrub nurse, the catheter tip popped out of the packaging breaking sterility. The product was not used. No symptoms were reported, and the medication used within the system as unknown. It was later reported that the catheter did not stay in the tray at a new implant procedure, and it bounced out ¿losing sterility¿. The patient was successfully implanted with a different catheter.

Manufacturer narrative:
Analysis of the catheter packaging revealed the inner tray did not properly hold the components in place. Conclusion: no longer applies to this event.

Manufacturer narrative:
Concomitant products: product ID 8781, lot# 0206753432, product type catheter. (B)(4).